Manufacturer narrative:
Unchecked "user facility" and checked "health professional" to correct section. Erased device manufacture date. Device manufacture date is unknown. Log file analysis was not performed because of visual confirmation of loose power connector and rubber seal being out of place. Review of DHR did not reveal any issues related to this unit prior to its release to the field. Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual analysis of the controller confirmed that power connector #2 was loose due to a loose nut on the interior of the controller. Functional diagnosis was completed and showed that the controller was fully functional outside of the loose connector. The controller was in use when the reported event occurred. The reported event of poor mechanical connection was visually confirmed and it was confirmed that power connector #2 was loose. The root cause was likely inadequate thread locking adhesive used in the manufacturing process. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that the "power connector is loose; rubber seal is slipped" from the controller. A controller exchange was performed from "hospital stock". It was stated that there were "no problems and no effect on patient", "he was doing fine the whole time." No additional information provided. Investigation is ongoing.